Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months after the implant procedure, the implantable cardiac monitor (icm) experienced low r-wave amplitude and the device was protruding through the incision site. The icm was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.